Manufacturer narrative:
Product was returned for evaluation. The return fields in oracle state: stationary concentrators. Other, not able to duplicate issue. R: alarm not working not duplicated tried unit on multiple outlets and alarm functioned properly. Complaint was not confirmed. The underlying cause could not be determined after reviewing the documentation in this investigation.

Event description:
Product was returned for evaluation. The return fields in oracle state: stationary concentrators. Other, not able to duplicate issue. R: alarm not working not duplicated tried unit on multiple outlets and alarm functioned properly. The provider states the alarm will not work.

Manufacturer narrative:
Product has not been returned for evaluation as of the date of this investigation. RMA was issued. If new information becomes available at a later date, this complaint will be updated &/or a follow up be sent.

Event description:
The provider states the alarm will not work.